Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's ldh increased into the 1,000's. The pt was started on plavix and the ldh decreased back down. The patient remains stable at home.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.